Manufacturer narrative:
Device evaluated by MFR.: the device was returned for analysis. A visual examination of the device found that the sheath was detached at the sheath bond located at the strain relief. The damage present indicates tensile force was applied as the bond was separated and the separated ends were jagged and rough. A microscopic examination of the device found that majority of the coil was stretched from 1.3cm distal from the handshake connection to 2.7cm proximal from the burr.

Event description:
It was reported that the stall lamp went on and the product did not rotate. A 1.50mm rotapro was selected for use. During preparation, the stall lamp went on and the product did not rotate. The procedure was completed with another of the same device. There was no patient injury. However, device analysis revealed that the sheath was detached at the sheath bond located at the strain relief.